Manufacturer narrative:
Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 59 mg/dl. Reportedly, the cartridge had been in use for more than 72 hours with novolog insulin. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids (nature of fluids was not known), resolving the issue with no permanent damage. Tandem technical support (tts) educated the customer on insulin labeling. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.